Event description:
The customer reported that the image from the subject device was noisy and distorted. Additional details regarding the event were requested and no additional information was available. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image disappeared temporarily due to noise. This report is being submitted for the malfunction found during evaluation (image disappeared). There was no effect on a patient due to the event.

Manufacturer narrative:
During inspection and testing, the image disappeared temporarily due to noise caused by a defect in the circuit or shielding. In addition, there was an air leak due to damaged parts, the adhesive on the objective lens was peeling, the adhesive on the bending section cover was chipped, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of the image sensor unit, failure of the internal circuit board of video connector, or the system caused the event. Olympus will continue to monitor field performance for this device.